Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is sounding the alarm but has a blank screen. There was no moisture or trauma issue. The battery was changed accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/3/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 11/20/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.visual inspection of the pump found some cosmetic damages. On investigation the pump powered up to a functional verify screen with no visible signs of fading or discoloration. No other defects were observed.